Manufacturer narrative:
(B)(4). Any association between the liberty cycler or any fresenius products and the event of hospitalization for peritonitis cannot be determined based on the lack of information provided. Additional information related to the patient's history, comorbidities, and hospitalization is needed to determine potential causality. Further information has been solicited. The actual device was not returned to the manufacturer for physical evaluation. A serial number could not be determined. As such a device history record review could not be completed, however a device is not released unless all quality reviews, labeling, material, and process controls were within specification. The event date was not provided. (B)(6) 2016 was chosen as a best estimated day of the event. Patient owned multiple cyclers in (B)(6) 2016. Cycler serial number could not be determined due to unknown exact date of the event.

Event description:
It was reported by patient's peritoneal dialysis registered nurse (pdrn) that patient was diagnosed with peritonitis in (B)(6) 2016 and hospitalized. The exact date for the peritonitis diagnosis was not provided. Culture tests were positive for klebsiella peritonitis and antibiotics were prescribed. The patient infection was cleared.